Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer submerged the pump into the pool on (B)(6) 2016. Additionally, the customer reported that the pump was working as intended during the time of the pool event. Due to the occlusion alarms and the customer being dehydrated, the customer went to the emergency room (ER) on (B)(6) 2016 with a blood glucose (bg) level of 220 mg/dl, with ketones. The customer was treated with intravenous (IV) fluids and insulin via manual injections. Reportedly, a few hours later, the customer left the ER under stable conditions. The customer declined to upload pump data to complete troubleshooting with tandem technical support.